Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shunt system (#fx432t) was implanted. According to the complainant, the shunt system showed a malfunction. The patient underwent a revision procedure. The complained product was not yet sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, a damage of the progav 2.0 valve was determined. Permeability test: a permeability test has shown that the progav 2.0 is blocked while the shuntassistant is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 was blocked, therefore a computer control test is not applicable. The shuntassistant operates within the specified tolerances in the vertical position. Adjustment test: the progav 2.0 was tested and is not adjustable. The click mechanism is also defect, due to the determined damage of the outer housing braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the braking force can not be measured due to damage and the non-adjustability of the valve. Internal inspection : after dismantling of the valves, deposits were found in both valves. Summary: based on our investigation results, we can determine a blockage and a non-adjustability at the progav 2.0 valve. The detected damage of the outer housing and the visible deposits inside have affected the function of the valve. How the damage occured is not clear at the time of examination. In the shuntassistant were determine visible deposits. The deposits had no effect upon the specifications at the time of the examination. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. No further actions are required as a result of the complaint.

Event description:
Correction: the complained product was sent to the manufacturer for investigation. The article number is different from the one originally submitted. It is an article fx413t.